Event description:
It was reported that versacross connect access solution for faradrive was selected for use. During procedure, during wire crossing, the wire did not come out from the tip of the dilator, it was withdrawn for confirmation. It was reported the wire was stuck. The wire appeared to have some kind of defect, so it was replaced, which resolved the issue. It appeared to be slightly frayed. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return for analysis as disposed. It was further reported that the rf wire had a coating damage confirmed.it appeared to be slightly frayed. The wire had the insulation strip off at the distal end. Insulation damage was discovered when the wire did not come out from the tip of the dilator and was pulled out for inspection. Farawave was used during the procedure. Patient was involved during this event.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use. During procedure, during wire crossing, the wire did not come out from the tip of the dilator, it was withdrawn for confirmation. It was reported the wire was stuck. The wire appeared to have some kind of defect, so it was replaced, which resolved the issue. It appeared to be slightly frayed. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return for analysis as disposed.